Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the right ventricular (rv) lead insertion through a sheath, the physician attempted to pull the gray stylet out from the rv lead, but it was hard to pull. Then he retried to pull the rv lead by re-shaping it and it was stiff again. On review of the rv lead, stylet tip, he found it was abnormal. A different stylet was used to complete the procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.